Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having issues with her bowel. The therapy didn't work for a few months. The caller said it needed to be redone because it slipped out of place. It wasn't working like it used to. Patient has been having bowel leakage for six months or so. Patient is seeing a gastroenterologist right now. The caller wanted to know if the device is implanted differently for the bowel than the bladder. The agent explained it is implanted the same way. Patient wanted to know if it was ok to stay with a urologist or if it was best to go to a gastroenterologist. Agent told caller they didn't have that answer. Patient asked to have the rep emailed to call her. Patient mentioned she was supposed to have an MRI but had a hard time putting it into MRI mode (she guess three weeks ago). The patient didn't know what to do, so she ended up having a cat scan with dye instead. Patient said she has turned her therapy off because they have had MRI's. Sent email to medtronic reps.